Manufacturer narrative:
Follow-up # 1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the pump black box data no evidence of short battery life, however, multiple cs 128 replace battery alarms and cs 054 errors were observed. During a visual inspection of the pump, the battery compartment was found to be cracked and the battery cap threads were damaged. There was evidence of moisture contamination observed inside the battery compartment and on underside of the battery cap. The pump was unable to maintain electrical power with the returned battery cap. During testing, a leak test showed a leak at the battery compartment crack. The battery cap contact dimensions measured within specifications. The pump case was removed, and there was evidence of moisture contamination found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.